Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. She was unable to complete the rewind sequence. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Rewind functioned properly during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has partially broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window.